Event description:
The customer reported that her blood glucose spiked to 425mg/dl in the morning. The caller stated that there was a reservoir leakage and a crack. The customer did not see any leakage in the reservoir compartment, but there was a strong smell of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.